Manufacturer narrative:
The lot numbers were not provided therefore a lot history review could not be performed. The catalog number identified has not been cleared in the us, but is similar tosingle lumen cvc repair kit products that are cleared in the us. The pro code for the cvc repair kit products is identified. The samples were not returned for evaluation. The investigations are inconclusve for the alleged fracture malfunctions. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 0601610ce, catheter accessories, allegedly experienced fracture. This information was received from multiple sources. These malfunctions involve a (B)(6) year old patient with no consequences. The patient's weight and gender were not provided.

Manufacturer narrative:
H10: the lot numbers were not provided therefore a lot history review could not be performed. The catalog number identified in section d4 has not been cleared in the us, but is similar to single lumen cvc repair kit products that are cleared in the us. The pro code for the cvc repair kit products is identified in d2. The samples were not returned for evaluation. The investigations are inconclusive for the alleged fracture malfunctions. The root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model unk broviac repair kit allegedly experienced fracture. This information was recieved from multiple sources. These malfunctions involve a 13 year old patient with no consequences. The patient's weight and gender were not provided.